Event description:
It was reported that when the product was removed from its packaging, the surgeon found a crack in the auto incisor. The device was not used and there were no reports of an adverse patient consequence.

Manufacturer narrative:
The returned device was visually examined and functionally tested. The device functioned as required. Cracks were found in the device handle. The device was out of specification; cracks were found in the device handle. This is one of three medwatch reports being submitted as three separate devices were used. See 2210968-2006-00421, 2210968-2006-00544 and 2210968-2006-00545 for the other medwatchs. The same patient is represented in each medwatch.